Event description:
On april 15, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that during a biopsy procedure the monitor went blank and the console greyed out. The probe button needed to be reactivated to bring the image back up. Although the incident caused a delay in the procedure, the biopsy was successfully retrieved. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.